Event description:
It was reported that the suture anchor broke off of the trocar and 40 minutes was spent looking for the anchor. The anchor did not fall into the patient and was found outside the patient. Additional anesthesia was required. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to ascent for evaluation. Pictures of the device and packaging were provided. Examination of the pictures revealed that the suture anchor was detached and that the prong of the anchor had fractured. Since the complaint device could not be evaluated a root cause could not be determined. However, historical reports of the same or similar issues have typically been determined to be a result of cyclic loading and/or overload of the suture anchor. Ascent's instructions for use state: do not use excessive force. Careful handling of instruments is necessary to avoid damage or breakage the reported event is not occurring more frequently or with greater severity than is usual for the device.